Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the following event occurring during phacoemulsification surgery in a patient with hard cataract. The ultrasound stopped functioning during quadrants phase and the handpiece could not emulsify the lens. The phaco tip was exchanged two or three times and the cassette was exchanged, but ultrasound remained absent. A posterior capsule tear occurred and an anterior vitrectomy was performed to remove lens remains from the anterior chamber. According to the surgeon, lens matter was very hard and it required a long time to be removed. During this process the footswitch was released and vitreotome irrigation was lost. The system was exchanged, but the vitrectomy probe did not work. The anterior vitrectomy was completed manually. The surgery took one hour and a half and needed to be interrupted due to descemet's detachment. Some lens matter was left in the anterior chamber and the intraocular lens was implanted in sulcus. The complete duration of the event was two hours. The patient experienced corneal edema and poor vision. This is the first (1) of two (2) reports for this facility.

Manufacturer narrative:
The completed questionnaire was reviewed by a company clinical analyst, who stated the following: ¿the surgeon reported that during phacoemulsification surgery in a patient with a hard cataract the ultrasound stopped functioning during quadrant removal. The phaco handpiece could not emulsify the lens. The phaco tip was exchanged two or three times. The cassette was exchanged, but the ultrasound would not work. A posterior capsule tear occurred and an anterior vitrectomy was performed to remove lens remains from the anterior chamber. The surgeon noted the cataract lens matter was very hard and it required a long time to be removed. During this process the footswitch was released and vitrectomy irrigation was lost. The system was exchanged, but the vitrectomy probe did not work. The anterior vitrectomy was completed manually. The surgery took one hour and a half and needed to be interrupted due to descemet's detachment. Some lens matter was left in the anterior chamber and the intraocular lens was implanted in sulcus. The duration of the event was two hours. The completed questionnaire was reviewed. The patient was an 81 year old female. The surgery was on the right eye (od). The patient was not hospitalized. There were no medications or therapies in use at the time of the event. No unplanned medical or surgical intervention was required to further treat the event. The patient¿s relevant medical history includes ictus and diabetes mellitus 2. In the surgeon¿s opinion the phaco tip and/or phaco handpiece may have caused or contributed to the event. The patient experienced corneal edema and poor vision. Additional information received noted the patient was progressing favorably. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The customer did not request service for the systems. No samples were returned for evaluation.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. No probe sample was returned for evaluation for the report of poor aspiration during anterior surgery. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The root cause could not be determined. (B)(4).

Manufacturer narrative:
A variety of intraoperative factors may lead to corneal edema following intraocular surgery. Patients who have preexisting endothelial pathological conditions (not limited to but including; fuch¿s corneal dystrophy, prior eye surgery, etc.) May be more likely to present with corneal edema. Acute corneal edema following cataract surgery usually fully resolves in the setting of a normally functioning endothelium, aided by an appropriate post-operative regimen. However, in some cases, corneal endothelial cells are damaged irreversibly, resulting in aphakic or pseudophakic bullous keratopathy. Corneal edema, from inadequate endothelial pump function, is one of the most common complications of cataract surgery. The possible contributions to a post-operative edematous cornea may include lack of sufficient ophthalmic viscoelastic device (ovd) used to protect the endothelium, excessive prolonged use of ultrasonic energy delivered by the phaco handpiece, inappropriate infusion sleeve orientation directing irrigation fluid directly against the corneal dome, aggressive intraocular lens implant (iol) insertion, instrument contact, or retained lens fragments. Corneal edema post-operatively is often times transient and resolves itself over time provided there is enough functional endothelium left. Other postoperative factors include elevated intraocular pressure (iop) or inflammation which should be separately addressed if persistent. The main reason for persistent corneal edema is inadequate endothelial pump function keeping the corneal stroma in its relatively dehydrated and clear state. It is believed that at least 600 cells/mm2 are needed to provide adequate corneal dehydration, and clarity. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. The customer did not request service for the systems. No samples were returned for evaluation. (B)(4).